Event description:
As reported by our affiliates in france, tavr procedure with a left carotid approach. At the moment of the deployment, the valve did not fully expand although attempts were made to inflate the balloon. Contrast solution was seen leaking from the delivery system in the aorta. It was hypothesized that the balloon had burst because there was contrast return in the atrion inflation syringe.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after being used in procedure. Blood was observed in the balloon inflation port on y-connector. The delivery system and crimped valve were returned still inserted into the e-sheath. The valve appears to have been retracted through the sheath, causing bunching at the sheath distal tip. The returned device was visually inspected. The following were observed: balloon tear confirmed, radial tear and separation observed on proximal side of crimp balloon to inflation balloon, bunching at the distal end of esheath, with slight delamination of the ptfe liner due to the bunching. Due to the excessive wrinkles on the working length of the inflation balloon component (middle of balloon), it was not possible to obtain any dimensional measurements on the balloon. Due to the inflation balloon to crimp balloon tear and separation, no functional testing was available to engineering. During manufacturing, the commander delivery system underwent the following inspections: 100% visual balloon inspection for visual defects such as mechanical damage, kinks, bends, contamination, balloon scratches, and separation or damage of bond site. All manufacturing lots undergo product verification testing on a sampling plan, which verifies inflation balloon to crimp balloon bond strength and inflated balloon od. 100% visual inspection under 2.85x magnification is performed at crimp/inflation balloon bond. These inspections during the manufacturing process support that it is unlikely that the manufacturing non-conformance contributed to the reported complaint. The complaint was confirmed. However, no manufacturing non conformities were revealed during the engineering evaluation of the returned sample. Due to the returned condition of the devices, functional testing and dimensional testing were unable to be performed. At this time we are unable to conclusively determine the root cause for this failure mode. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
Investigation is ongoing.